Manufacturer narrative:
Correction: b5 - needed to clarify that it was unknown which lead had sustained fracture. Further information was requested but could not be obtained.

Event description:
As leads were overlapping, it was not clear if it was the atrial lead or the right ventricular lead that has sustained the fracture.

Manufacturer narrative:
Additional information: b5, d4, d11.

Event description:
Related manufacturer reference number: 2017865-2021-02188.

Manufacturer narrative:
Correction: previously reported g4 should have been 04 jan 2021 rather than blank.

Manufacturer narrative:
UDI number and PMA number unavailable as lead model and serial number was not provided. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. X-ray performed during the clinic visit found one of the patient's leads had sustained a fracture. No intervention was performed. The patient was stable.